Event description:
It was reported that the customer received a button error alarm from her insulin pump and no delivery alarms due to a bent cannula. The customer stated the button error alarm occurred because she sat on the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was able to clear the alarm and decided to keep using the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.